Manufacturer narrative:
Internal complaint reference case: (B)(6).

Event description:
It was reported that the graftmaster tissue graspers were found to be rusted. No case reported; therefore, there was no patient involvement.

Manufacturer narrative:
The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A review of the customer provided image found discoloration on the shaft of the device. A visual inspection of the returned device found that it is not in its original packaging. The markings on the device confirm the product identification information. The device is worn from use. There is discoloration resembling rust on the shaft of the device. The complaint was confirmed. Factors that could have contributed to the reported event include improper storage conditions or improper routine maintenance of the device. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event.